Event description:
It was reported to philips the device showed a therapy delivery error. As patient use and patient harm are unknown, we are considering this report may have possibly caused a delay in life saving therapy and will be considered a serious injury. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed a therapy delivery error. As patient use and patient harm were initially unknown, we considered this report may have possibly caused a delay in life saving therapy and was considered a serious injury. However, additional information received via email clarified that there was no patient involvement, therefore, this report has been updated to product problem. A philips authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty capacitor and battery. The fse replaced the capacitor and battery. The device passed all performance assurance tests and was placed back into use with the customer. As multiple components were installed in the process of repairing the device, a definitive cause for the failure could not be determined.